Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio reviewed the device's electronic event record and verified that the device powered off several times. Physio replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that while uploading the patient care record from the device to their tablet, their device lost power and they were unable to complete the upload. There was no patient use associated with the reported issue.